Event description:
It was reported that a patient presented with under-sensing noted on the patient's pacemaker. The finding would be reported to the following facility. No adverse patient consequences were reported.